Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
It was reported that there was a knee revision due to poly wear and tibial subsiding.

Manufacturer narrative:
An event regarding poly wear and tibial subsidence involving an unknown baseplate was reported. The event was not confirmed. A visual, dimensional, functional, or material analysis could not be performed as the devises were not returned for evaluation. No medical records were received for evaluation. A review of the device history records could not be performed as a valid product lot number was not provided. A complaint history review could not be performed as a valid catalog or lot number was not provided. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that there was a knee revision due to poly wear and tibial subsiding.